Event description:
It was reported that during a procedure at the user facility, the gasket on the irrigator tip was broken. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible.

Event description:
It was reported that during a procedure at the user facility, the gasket on the irrigator tip was broken. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.